Manufacturer narrative:
The insulin pump was received with corroded keypad traces and moisture damage found on lcd board. No button error alarm during our testing. The insulin pump has cracked case at display window corner, battery tube threads, reservoir tube, broken reservoir tube lip and minor scratched display window.

Event description:
Customer reported the insulin pump had a button error and now it was completely dead. Customer reported this was the second error. Customer's blood glucose was 278 mg/dl. Customer reported the device was always exposed to moisture when she was working out she perspires heavily. Customer all ready reverted to back up plan. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.